Manufacturer narrative:
The console was returned for evaluation. The electronic record was accidentally deleted before it could be printed. The spacers were replaced per CAPA (B)(4). There have been no other reported issues concerning this console. What appears to be fluid buildup, only seems to occur during an elbow procedure due to the skin being tight around the elbow. The company's chief medical officer has documented that there is no harm to the patient with the excess fluid. The body will absorb it without harm. There have been no reported events of fluid retention since (B)(6) 2012.

Event description:
Not aspirating correctly. Patient's elbow filled with fluid.